Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. Customer's blood glucose level was 442 mg/d at the time of incident and current blood glucose level was 454 mg/dl. Customers other blood glucose levels were 202 mg/dl, 241 mg/dl and 435 mg/dl. Customer was treated with manual injection. Customer was in hospital for non diabetes related for 10 days. Customer also reported that received insulin pump error alarms. Customer also stated that they were able to clear the alarms and rewind the insulin pump. Customer was assisted with performing displacement test and the result was pass. Customer had been using insulin pump within 48 hours of reported high blood glucose event. Customer does not allege insulin pump was under delivering. Customer performed troubleshooting was for high blood glucose level. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed-set.